Manufacturer narrative:
Insulin pump received with blank display due to battery connector not plugged in properly to interface board. Unable to test the bolus wizard feature due to blank display. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 131 mg/dl. The customer stated that he changed the battery, and the device's screen went dark. He stated that he did not think that the insulin pump had worked all night long because he woke up with high blood glucose. He reported that he went to correct for the high blood glucose, but the insulin pump showed that he did not need any insulin. He stated that he had to give himself a manual bolus instead, since the bolus wizard indicated a correction recommendation of 0 units. He stated that he entered correct parameters but the correction bolus was incorrect. Advised replacement of the insulin pump. Nothing further reported.